Event description:
The customer reported that during radiotherapy treatment, the therapist inadvertently treated patient a with patient b treatment plan. Both patients required whole brain treatment fields with a small difference in the multi leaf collimator (mlc). Patient a originally prescribed for 250mu, but instead received 200mu. The entire left lateral and partial right lateral had been treated before the therapist acknowledged the error. The customer states this incident was user error related and no fault of the varian equipment.

Manufacturer narrative:
At the time varian received this report, varian analyzed it and confirmed that no malfunction of the device occurred. However, varian determined that an MDR was appropriate due to misadministration caused by user error.